Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been having low blood glucose. Her blood glucose was 32 mg/dl. She said that she treated with apple juice and peanut butter on banana. The customer declined troubleshooting for her low blood glucose because she was breastfeeding. The pump will not be returning for analysis.